Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was involved in a system revision due to infection. It was reported that all products from the infected system were removed. The patient was treated with intravenous antibiotics. No additional adverse patient effects were reported.